Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer. The technician inspected the washer and found that the door support holding the tempered glass panel was out of place. As the door support was not in the proper position, it allowed the tempered glass panel to fall subsequently causing damage to the panel. The tempered glass cracked however, the glass stayed contained to its frame. The washer door is composed of two tempered glass panels. The tempered glass panel subject of the reported event was the outside glass panel. Instruments were present during the time of the reported event however, the instruments were not impacted as the inside tempered glass panel was intact and the washer door was closed. The technician repaired the door support, replaced the glass panel, ran a test cycle and confirmed the washer to be operational. No additional issues with the washer door have been reported. The screws that secure the door support became loose causing the door support to become out of place. Review of steris service records concluded the screws were original to the washer and had loosened over time. The reliance 444 washer is approximately 16 years old.

Event description:
The user facility reported that a tempered glass panel from their washer door had become loose subsequently causing the glass to fall. No repot of injury, procedure delays or cancellations.